Event description:
It was reported that this inflatable penile prosthesis (ipp) is not deflating as expected due to a mechanical issue. The ipp is currently implanted. There were no patient complications reported.